Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. UDI#: (B)(4).

Event description:
It was reported by a consumer that foreign matter was found loose inside the barrel of a 30 ml bd luer-lok¿ tip syringe prior to use. No injury or medical interventions reported.

Manufacturer narrative:
Results: investigation: a photo was provided for investigation. Broken plastic was observed from the photo. However, without the barrel sample it is unclear where this came from. It is possible that there was a broken plunger rod had occurred when the plunger rod and stopper subassembly are pressed into the syringe barrel and a misalignment between the barrel and subassembly occurred. It is also possible that when product travels down the chute from our mezzanine to product line, chute was empty. Rods dumped with too much force causing cracking and breakage. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.